Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative that the patient was reprogrammed with the top most contact which fitted into the lead. The patient was responding fine. The hcp was worried if interleaving had to be tried in the future in the event of the patient developing dysarthria or freezing of gait.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that a connection could only be established on one electrode. The extra-cranial end of the lead was not going beyond the first contact into the extension. The upper most electrode of the lead, electrode 11, was the only one with an intact circuit as it was connected to electrode 8 of the extension. The rest of the circuits were open. After implant, the patient was programmed with electrode 8 and discharged. During a follow up appointment on (B)(6) 2017, the patient was doing well. The patient did report infrequent, episodic and transient electric shock like sensation on the left side of their face, neck and upper torso. Most of the patient's parkinson's disease symptoms were on the right side of their body which corresponded to the left subthalamic nucleus (stn). The patient had minimal symptoms/signs on the left side of their body which used the defective extension and lead connection. The hcp stated it was difficult to rule out the possibility of the shocking being due to some persisting lesioning effect as the left sided clinical findings were mild. Stimulation of the right stn was turned off for two hours and nothing worsened impressively. During the visit, impedances were measured and they had reversed when compared to intra-operative measurements. Circuits involving electrodes 9-11 had normal impedances. Circuits involving electrode 8 had high impedances of >10,000 ohms. Therapy impedances were measure to be high when electrode 8 was active, but normal when electrodes 10 or 11 were active. Based on the impedances values, the implantable neurostimulator (ins) was reprogrammed to use electrode 11. The ins was programmed to 3.3v, 60 usec, and 130 hz on the right and left sides. After two days, the patient was feeling better and their gait had become subjectively better. There were no significant changes in objective signs. The patient did report not experiencing the intermittent shocking sensation.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3389-28, lot # 0211570759, implanted: (B)(6) 2016, product type lead.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a hardware malfunction that occurred during a procedure for a consumer who underwent bilateral subthalamic nucleus (stn) deep brain stimulation for parkinson¿s disease on (B)(6) 2016. The consumer successfully underwent lead implantation, following which the implantable neurostimulator (ins) and extensions were placed. However, when the surgeon proceeded to the last step of connecting the extension wires to the extracranial end of the lead, a significant hardware malfunction of the right lead was noted. The lead¿s extracranial end was not going into the extension fully or freely. Out of the 4 metal contacts, only 1 contact was getting inside while the other 3 were outside. Tried with two different extensions, the extension was freely receiving the end of the other lead, and finally concluded that the problem was with the lead and not the extension. The one contact that was going in was connected and the device was implanted. This left limited programming options. The connected contact¿s impedance was normal, whereas all impedances involving the rest of the contacts were above normal (beyond 4000 ohms). Surgical intervention may be required and would be decided post programming and will be assessed based on patient improvement status.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that a connection could only be established on one electrode. The extra-cranial end of the lead was not going beyond the first contact into the extension. The upper most electrode of the lead, electrode 11, was the only one with an intact circuit as it was connected to electrode 8 of the extension. The rest of the circuits were open. After implant, the patient was programmed with electrode 8 and discharged. During a follow up appointment on (B)(6) 2017, the patient was doing well. The patient did report infrequent, episodic and transient electric shock like sensation on the left side of their face, neck and upper torso. Most of the patient's parkinson's disease symptoms were on the right side of their body which corresponded to the left subthalamic nucleus (stn). The patient had minimal symptoms/signs on the left side of their body which used the defective extension and lead connection. The hcp stated it was difficult to rule out the possibility of the shocking being due to some persisting lesioning effect as the left sided clinical findings were mild. Stimulation of the right stn was turned off for two hours and nothing worsened impressively. During the visit, impedances were measured and they had reversed when compared to intra-operative measurements. Circuits involving electrodes 9-11 had normal impedances. Circuits involving electrode 8 had high impedances of >10,000 ohms. Therapy impedances were measure to be high when electrode 8 was active, but normal when electrodes 10 or 11 were active. Based on the impedances values, the implantable neurostimulator (ins) was reprogrammed to use electrode 11. The ins was programmed to 3.3v, 60 usec, and 130 hz on the right and left sides. After two days, the patient was feeling better and their gait had become subjectively better. There were no significant changes in objective signs. The patient did report not experiencing the intermittent shocking sensation. No further patient complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-28, lot# 0211570759, implanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative (rep). Surgery was not optimal due to lead and extension manufacturing defects. Stimulation was programmed on one contact for some period with patient result. Over time, the lead slipped out of the extension, opening the circuit, and stimulation stopped. Intervention was planned to explant and replace the lead and extension. Diagnostics included checking the impedance which found above 40,000 ohms for the right lead. No further complications were reported. The patient was implanted for parkinson's disease.

Manufacturer narrative:
Medical devices: product ID 3389-28, lot# 0211570759, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type extension. This date reflects the corrected date of the new information submitted in supplemental report #5, as the aware date of that info rmation was incorrectly reported to medtronic. Note that additional information received (B)(6) 2018 is of this supplemental (#6) report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which clarified the lead was found to have manufacturing defect intra-operatively, as the extension side contacts on the lead were not seated properly inside the extension. This was confirmed as upon inserting the contacts on the other lead into the same extension, it was fully seated. The hcp suspected the extension might also be damaged due to coupling with defective lead. A new lead was requested by hcp on (B)(6) 2016. To minimize further possible mishaps and trauma to patient, the hcp explanted the damaged lead (B)(6) 2018 and planned explant of extension and implant of new lead, although the procedure was not yet scheduled. Extension explant and lead implant will occur on the same day.

Manufacturer narrative:
Other applicable components are: product ID 3389-28 lot# va17ztn implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.